Manufacturer narrative:
D1, d2, d4, has been updated based on follow-up information.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from physician on 12nov2020, which confirm that product involved in event was air optix aqua.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received on 27oct2020 which confirmed product as just air optix not air optix colors and current patient condition was resolved.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: 2020-51575

Event description:
As initially reported by a healthcare professional via email on 03sep2020, it was stated that on an unknown date, male consumer wore the lens and developed corneal ulcer in one eye that required a visit to ophthalmologist. The event reoccurred in the second eye also. Medical intervention was involved. Symptom resolution was unknown. Additional info has been requested but not yet available.